Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Non-intuitive motion against the usm was confirmed as having occurred in the field, but not replicated. Logs recorded error 230, pointing to an issue with the joint position limit on axis 4. The unit was tested on an in-house system in normal mode, with no triggered errors. The unit passed all testing.

Manufacturer narrative:
An intuitive field service engineer (fse) went on-site to investigate the reported issue. The isi fse found no issues with the system but did proactively replace the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer encountered an error the bed was unpaired, and the instrument tips moved on their own in the patient's body. The intuitive surgical, inc. (Isi) technical service engineer (tse) requested clarification as to whether the master tool manipulators (mtm) moved when the system was in an error state (arms locked in place), or if the mtms moved and the arms moved as well. The surgeon reported the instrument tips moved. The procedure was completed with no reports of patient injury.